Manufacturer narrative:
Additional information has been received related to insulin pump usage which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was off of the insulin pump for the last two weeks means it was more than 48 hours from the insulin pump usage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of incident. The customer¿s other blood glucose value was 282 mg/dl. The customer called because they stop using their insulin pump because they were already out of stock of infusion set last two weeks ago. The customer took injection. The insulin pump will not be returned for analysis.